Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and failure analysis investigation has been completed and the customer-reported issue was confirmed. The insert was found with a broken curved blade. A broken piece, approximately 0.63" x 0.10" was not returned. A review of the provided images showed that the tip of the instrument was broken off, and the failure was confirmed through failure analysis of the returned instrument.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the harmonic ace showed a message "reducing the pressure of the tool head" after being used for 1 hour. The instrument was reseated, and the self-test was conducted again and showed "tighten the component" and the self-test failed. The instrument tip broke during the self-test. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace was inspected prior to use with no damage observed. There was no instrument collision during the procedure. There was also no fragment that fell into the patient and no patient injury.